Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported to have been discarded. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause remains indeterminable; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Edwards learned valve was explanted due to bioprosthetic aortic valve stenosis secondary to calcification. Aortic valve prosthesis was in good location with no obvious problems other than leaflet calcification. Two leaflets were immobile, only one leaflet would move, otherwise, the valve appeared normal. The patient also underwent mitral valve repair and coronary artery bypass grafting x 2 during the procedure. The patient could not have tee due to esophageal banding, but epiaortic ultrasound was used to assess the valves and assess the air. Both valves were normal without perivalvular leak. The patient tolerated the procedure well without complications. Patient was discharged from the operating room to the cv intensive care unit without incident. Patient had a complicated postoperative course including respiratory failure requiring reintubation and a questionable pneumonia, which was treated with antibiotics. Patient did have issues with hypotension following surgery and was eventually placed on midodrine for blood pressure support. Patient also developed a significant ascites and worsening cirrhosis following surgery. Patient was noted to have a multidrug resistant urinary tract infection and was placed on IV antibiotics. Patient was discharged to rehabilitation center on post operative day 35.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported to have been discarded. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause remains indeterminable; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Edwards learned valve was explanted due to bioprosthetic aortic valve stenosis secondary to calcification. Aortic valve prosthesis was in good location with no obvious problems other than leaflet calcification. Two leaflets were immobile, only one leaflet would move, otherwise, the valve appeared normal. The patient also underwent mitral valve repair and coronary artery bypass grafting x 2 during the procedure. The patient could not have tee due to esophageal banding, but epiaortic ultrasound was used to assess the valves and assess the air. Both valves were normal without perivalvular leak. The patient tolerated the procedure well without complications. Patient was discharged from the operating room to the cv intensive care unit without incident. Patient had a complicated postoperative course including respiratory failure requiring reintubation and a questionable pneumonia, which was treated with antibiotics. Patient did have issues with hypotension following surgery and was eventually placed on midodrine for blood pressure support. Patient also developed a significant ascites and worsening cirrhosis following surgery. Patient was noted to have a multidrug resistant urinary tract infection and was placed on IV antibiotics. Patient was discharged to rehabilitation center on post operative day 35.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.